Event description:
Patient post surgery with stryker painpump 2 with two 5" exfen catheters used with a y connection, one placed subcutaneous and one sub-fascia. When the catheters were removed, the sub-fascia catheter broke. Broken catheter tubing was subsequently surgically removed.